Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that last latitude showed a safety switch occuring on (B)(6) 2017 due to a high ra pace impedance. No physician information. During implant it was 500 ohms, (B)(6) 2016 it was 600 ohms and today at (B)(6) showing n/r also showing atr events with noise. Recommended to bring in patient for further lead troubleshooting. Possible lead issue, no adverse effect noted and no symptoms by patient. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).